Event description:
The customer called technical support (ts) reporting that the device turns on by itself. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is reporting the v60 is turning on without the power on/off switch being activated. He is also requesting the part # for the front bezel. The plastic is cracking. The rse advised the customer the recommended repair is to replace the user interface (ui) board or the power management board. The rse provided the customer with the part #'s for the v60 front bezel grey and the ui board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.